Manufacturer narrative:
Concomitant medical products: item 00-8775-028-02, lot 2880057, bioloxdelta, ceramic femoral head, m, 28/0, taper 12/14. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The study report was received and will be reviewed as part of ongoing investigation. Device history record (DHR) was reviewed and no discrepancies were found. (B)(4). A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent second revision approximately 2 years after the first revision. Subsequently, the patient developed pneumonia and exacerbation of copd approximately 7 days post operation. Patient was given IV steroids and IV antibiotics and discharged the following day. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: pneumonia, exacerbation of copd event description: it was reported that initial left tha was performed on (B)(6) 2016, patient underwent a revision on (B)(6) 2017. Subsequently, the patient underwent a second revision on (B)(6) 2018 and discharged to home on (B)(6) 2018. Patient then developed pneumonia and exacerbation of copd on (B)(6) 2018. Patient was given IV steroids and IV antibiotics and discharged the following day. Review of received data: operative notes from the primary (B)(6) 2016 surgery or the (B)(6) 2017 revision procedure were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of operative notes dated (B)(6) 2018 confirm that the patient underwent replacement of the left total hip due to recurring dislocations and instability. Also noted in the indications for surgery was malposition of the hip components. Upon opening the joint, vertical alignment of the acetabular component was noted. It was also noted that the femoral and acetabular components exhibited osteo-integration. The shell was removed and bone loss (paprosky 2b defect) was noted in the acetabulum. The femoral head and kinectiv neck were removed with no damage observed on the stem. The stem was retained. Upon completion of the procedure, the components were noted to be well positioned and well fixed with full range of motion and appropriate offset and leg lengths. No complications were noted. Information provided in the clinical notes confirm that the patient was admitted into the hospital (B)(6) 2018 for treatment of pneumonia and exacerbated copd symptoms. The patient was subsequently discharged (B)(6) 2018. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment . No applicable surgical technique for ceramic heads is available for review. Conclusion: the investigation results did not identify a non-conformance or a complaint out of box (coob). Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00264.